Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 12, 2021 - august 18, 2021. H10: the device was received for evaluation with no fluid in the bladder. The blue winged luer cap was not returned. The customer attached the white flow restrictor to the fill port at the upper area of the folfusor device. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device. During and after fill, no leak was observed. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.